Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline had been placed in a vessel bend when it failed to open, "it was opened in the vase in the straight portion." The cause of the failure to open was determined as, "apparently the stent was twisted."

Event description:
Medtronic received a report that a pipeline failed to open proximally. The patient was undergoing surgery for treatment of a saccular, unruptured embolization left paraophthalmic dissecting aneurysm with a max diameter of 5mm and a 5.5mm neck diameter. It was noted the patient landing zone was 3.89 distally and 4.4 proximally, vessel tortuosity was normal. The  angiographic result post procedure was successfully embolized. It was reported that the pipeline 4.5x20 was implanted together with the phenom microcatheter, there was no correct proximal opening of the diverter, showing a twist of the stent. It failed to open at the proximal section and was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open and was resheated more than two times. No additional steps or devices were required to open the pipeline. The device was removed from the patient. The pipeline was not used for an indication that is not approved (off-label). All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a phenom microcatheter, and traccess guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg15160-0615-1s (lot: 231973616); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.